Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope lens fogs up, lacks stiffness. The device was returned for evaluation. During the device inspection, the following reportable malfunction was found: foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned to olympus for evaluation. The device evaluation found that the image has a dark area partially due to a crack in the objective lens; water tightness is lost due to deformation of upward/downward angulation control knob; plastic distal end cover, scope connector cover unit, suction connector, flexibility adjustment ring, protector of universal cord on control section side, universal cord, image guide protector, grip, scope cover, switch box, switch 1, control unit, right/left knob, forceps elevator lever, forceps elevator knob, upward/downward angulation control knob, adhesive on bending section cover and connecting tube had scratches; light guide lens, objective lens and adhesive on bending section cover had cracked; control unit, forceps elevator lever has discoloration, adhesive on bending section cover had chipped, due to deformation upward/downward angulation control knob does not move smoothly, upward/downward angulation control knob out of standard value due to wear of angle wire, bending angle in up direction does not meet standard value. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was not repaired within the last year. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. The subject event can be detected and prevented by implementation in accordance with the below IFU. Instructions, operation manual of gif/cf/pcf-290 series, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual of gif/cf/pcf-290 series, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.